Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that the customer was in the emergency room and did seek medical assistance. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.